Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that springs have disassociated from posts on articulation surfaces. Trial femur has cracked at the anterior aspect of the box. All pieces were retrieved and are being returned.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device finds a damaged balseal on the smaller post of the trial. Hhe (health hazard evaluation)/qrb (quality review board) (B)(4) recommended a device correction which was initiated on (B)(6) 2015. CAPA-(B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-(B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance sep-(B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.